Event description:
Pt reported the up button on the infusion device is defective. No further info is available. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.